Manufacturer narrative:
The golvo mobile lift is intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. Upon inspection, the hrc technician confirmed the front wheel had detached. The hrc technician replaced low base caster to resolve. Based on this information, no further actions are necessary. Periodic inspection 3en371001 rev. 5, under section 3 states: castors - wheels. Roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. Although there was no patient injury associated with the reported event, if the front wheel detaching from the lift were to recur, it could contribute to a serious injury or death. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer alleged the lift¿s front caster fell off. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).